Manufacturer narrative:
Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead was exhibiting p-waves that were so diminished, they were indistinguishable from the baseline noise. There was no intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited noise and was capped and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.